Event description:
It was reported that pump displayed malfunction code 12 with fault ID 12 ¿ 0x2071 and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information, assisted caller with resetting pump, and confirmed malfunction code did not recur, advised caller to continue using pump and call back if malfunction recurred within 24 hours, and caller successfully rejoined existing g7 sensor and planned to load cartridge and resume insulin independently.